Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. The device evaluation found the following: the bending section was damaged and metal parts were exposed, the forceps channel port was shaved, the suction cylinder was shaved, switch 1 had a scratch, the switch box had discoloration, the image guide protector was damaged, the universal cord had a scratch, the scope connector had corrosion, the light guide cover glass was dirty, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, due to a cut on the bending section cover rubber the water tightness was lost, due to wear of the lock engagement lever the up/down knob could not be locked securely, and due to damage on the charged coupled device unit the specified resolving power was not obtained. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The distributor reported on behalf of the customer to olympus that the evis exera iii colonovideoscope had leaking at the bending section, the bending section was damaged and metal parts were exposed, and there was a 3rd party repair on bending section and control portion. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress being applied to the bending section of the subject device during user handling and the suggested event occurred. It was further reported that the bending section was repaired by third-party. Since durability and standards of non-olympus parts are unknown, it was not possible to specify the cause of the event any further. Preventive measure is described in the instructions for use (IFU) (operation manual) below: important information ¿ please read before use: prohibition of improper repair and modification important information ¿ please read before use: warnings and cautions detection method is described in the IFU (operation manual) below: 3.3 inspection of the endoscope: inspection of the endoscope olympus will continue to monitor field performance for this device.